Event description:
It was reported to boston scientific corporation that a resolution clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clips would not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b1 (adverse event/product problem), d4 (model number and catalog number), and g1 (MFR site facility name, MFR site address 1, MFR site city, MFR site country) have been corrected. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clips would not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.